Event description:
The following description of the event was reported to carefusion (B)(4) (our EU representative) by the distributor in the (B)(6) and relayed to carefusion via email. "After fitting replacement gde, s/no (B)(4), avea flagged vent inop error on power up. Alarm occurred during testing after repaired at workshop. No troubleshooting was done to determine exact problem. The technician removed and replaced the gde on unit, and no further problem with the unit was reported. Asked the technician to re-install gde on test unit to determine exact problems. Will report to me with specifics as soon as possible".

Manufacturer narrative:
Failure analysis: avea gas delivery engine (gde) pn: (B)(4) sn: (B)(4) was received into the carefusion failure analysis lab for investigation with physical damage. After bending the rear bezel back in order to install the gas delivery engine (gde) onto test fixture for testing, the gas delivery engine (gde) was powered on and it powered up with a vent-inop condition due to failing the exhalation valve characterization and communication issues with both the air & o2 inlet pressure pcba¿s. After reviewing the stored manufacturing data entries for the air & o2 inlet pressure pcba¿s the carefusion failure analysis lab technician found them to be set to default causing the system to fail to communicate with them causing the errors. After correcting the data entries the errors were cleared. The carefusion failure analysis lab technician then performed the exhalation valve characterization and it passed without any issues. The gas delivery engine (gde) was powered off then back on and no longer had a vent-inop condition. Findings/root-cause: exhalation valve characterization was attempted while there was a communication issue with the air & o2 inlet pressure pcba¿s.

Manufacturer narrative:
This report is being submitted outside the prescribed reporting time period.(B)(4). The distributor in the (B)(6) determined that the most likely cause of the reported event was a malfunctioning gas delivery engine (gde). Carefusion issued a return goods authorization (rga) number to the distributor in the (B)(6) for the return of the alleged faulty gas delivery engine (gde) for evaluation. As of the (B)(6) 2015 the alleged faulty gas delivery engine (gde) has not been received. Should the alleged faulty gas delivery engine (gde) be received and evaluated, carefusion will submit a follow-up medwatch report.